Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 150 mg/dl. The customer stated that the drive support cap stuck out from the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked and cracked lcd window. The drive support disk was inspected and no anomaly was noted.